Event description:
In (B)(6) 2013 I underwent a subpectoral augmentation mammaplasty with allergan 410 implants. I first acknowledged my symptoms in late 2013. I ignored them for months after my breast augmentation until I couldn't ignore them any longer. I have seen many doctors and many specialists for a multitude of symptoms. None of my doctors can find the root cause of my symptoms. I have chest pain, neck pain, anxiety, extreme brain fog, dizziness, blurred vision, irritable bowel syndrome, poor circulation, numbness and pain in arms and legs, shortness of breath, chronic adrenal fatigue and migraines that causes me to faint. When I first noticed the chest pain, my surgeon told me it was just part of the healing process. My left breast has consistent, chronic pain while my right has only occasional pain. It has been consistent for 4 years now. I have had dozens of blood tests and CT scans of heart, lungs, abdomen, and brain; mammograms, breast ultrasounds, heart ultrasounds, abdominal ultrasounds, chest and spine x-rays, ekgs, echocardiogram, and a brain MRI since my surgery. All tests were "normal" or inconclusive. Most recently, I had a mammogram and breast ultrasound done to confirm that the implants were still intact. The tests showed multiple small benign cysts in my left breast and my doctor told me to follow up in a year. All other tests are inconclusive. I have experimented with prescriptions to treat my symptoms over the last 4 years. I have been prescribed medication for migraines, headaches, pain, shortness of breath, anxiety and brain fog only to stop treatment due to adverse effects of the prescriptions. I require weekly chiropractor visits to relieve the back, chest, and neck pain. I also get acupuncture as needed to help manage my other symptoms. I have to eat an anti-inflammatory diet as well as take 12 supplements daily to help manage my symptoms in order to be able to work and be a productive mother.